Manufacturer narrative:
(B)(4). Logs received only, device receipt pending. The pump module and pcu logs and dataset were received; a review of the programming does not show any errors that would explain why the medication bottle was found empty after one hour. The device have been requested and completion of the evaluation is pending. A follow up report will be submitted once the evaluation has been completed.

Event description:
The customer reported a possible overinfusion of nitroglycerine on an ICU pt. On (B)(6) 2013 at 18:50, a new bottle of nitroglycerin was hung (50 mg nitro/250 ml ns). Shift report started at 19:00; shortly after report was completed, the family came out to get the nurse because the pt had vomited. As the nurse finished tending to the pt, the IV pump started alarming for air in the line, and the bottle was noted to be empty. No fluid was noted on the floor or in the bed. The nurse checked the pump volume and it indicated that 4 ml had infused, which was consistent with the programmed rate of 3 ml/hr (10 mcg/min). The pt's blood pressure was 85/49 at 19:49, and dropped to 75/39 at 20:10. The pump module was removed from the pt's room. A new module was placed, a normal saline bolus was given at 500 ml/hr and the pt was placed in trendelenburg position. The pt did not experience any other symptoms and was discharged home on (B)(6) 2013.